Event description:
It was initially reported by the complainant's attorney that her client suffered a corneal ulcer following contact lens use. According to medical records provided to the manufacturer at the time of the initial report, the patient experienced pain in her right eye and upon examination by the eye care professional on (B)(6) 2010 was diagnosed with a corneal ulcer due to contact lenses. The patient was examined by an ophthalmologist on (B)(6) 2010 and was experiencing burning, scratching, eyelid swelling, and light sensitivity. The patient stated that she has experienced the symptoms for approximately one week. The patient usually sleeps in extended wear soft contact lenses. The patient told the ophthalmologist that her eye care professional prescribed ciloxan every 3 hours in the right eye. The uncorrected visual acuity in the right eye was 20/count fingers at face with no improvement and 20/200 pinhole 20/60 in the left eye. The slit lamp exam noted 1+ injection, 0.75 mm infiltrate with surrounding edema and few endothelium folds. The ophthalmologist prescribed vigamox every hour and cyclogyl drops were administered in the office. The patient was examined by the ophthalmologist on (B)(6) 2010, still experiencing itchy, burning, swollen, painful and light sensitive right eye. The patient stated she ran out of vigamox and the right eye does not seem any better. The uncorrected visual acuity in the right eye was 20/400 pinhole 20/150 and 20/200 pinhole 20/60 in the left eye. The slit lamp exam noted infiltrate 0.5mm epithelial defect and zero endothelial folds. The ophthalmologist stated that the corneal ulcer was slowly improving. The patient was prescribed vigamox every hour and tobradex twice a day. The patient was examined by the ophthalmologist on (B)(6) 2010 experiencing a lot of pain with her right eye. The uncorrected visual acuity in the right eye was 20/400 pinhole 20/150 and 20/200 pinhole 20/60 in the left. The slit lamp exam noted 0.55mm stain 1mm infiltrate. The ophthalmologist prescribed zymaxid drops, scopolamine and ciloxan ointment. The patient was examined by the ophthalmologist on (B)(6) 2010 experiencing a lot of pain with her right eye. The uncorrected visual acuity in the right eye was 20/hand movement pinhole 20/70 and 20/100 pinhole 20/60-2 in the left eye. The slit lamp exam noted 0.5mm stain, less dense surrounding haze. The corneal ulcer was noted as improving. The patient was prescribed zymaxid every 30 minutes and darvocet every 8 hours. The patient was examined by the ophthalmologist on (B)(6) 2010 stating that her right eye was still not feeling better and still very sensitive to light. The uncorrected visual acuity in the right eye was 20/hand movement pinhole 20/100 and 20/400 pinhole 20/60 in the left eye. The slit lamp exam noted 0.4mm corneal infiltrate with surrounding haze and corneal staining. The patient was prescribed zymaxid every 30 minutes and tobradex twice a day. The patient was examined by the ophthalmologist on (B)(6) 2010 experiencing tearing, photophobia and pain. The uncorrected visual acuity in the right eye was 20/count fingers pinhole 20/400 and 20/200 pinhole 20/70 in the left eye. The slit lamp exam noted 0.4mm fluorescein uptake, infiltrate. The patient was told to continue using drops. No further information has been received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).